Event description:
Note: this report pertains to the one of eight resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not release from catheter. Another seven of the same device were opened and the same problem occurred. The physician had to carefully pull the defective clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to february 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.